Event description:
It was reported that t-wave oversensing (twos) was on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).